Manufacturer narrative:
Sections with additional information as of 3-aug-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: alleged meter and test strips were not returned for evaluation - customer returned incorrect products (replacement). Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer returned incorrect meter and test strips. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated the replacement products had been sent to the pharmacy and that he had not yet picked them up. Customer stated he has continued to use his true metrix air meter and that it is working as intended. Customer reported that he had sought medical attention after the initial call; customer stated he had gone to the hospital after leaving the pharmacy on (B)(6) 2021. Customer stated when he arrived at the hospital his blood glucose test result was 947mg/dl; the diagnosis was hyperglycemia and customer was treated with insulin. Customer was discharged from the hospital three days later with a medication change; customer stated his insulin dosage was doubled.

Event description:
Consumer reported complaint for hi blood glucose test results. Pharmacist is calling on behalf of the customer. Customer has only been using the true metrix air meter for a few days. The customer feels well and did not report any symptoms. At time of call, medical attention is not reported as a result of the actual blood glucose results. The customer declined to troubleshoot. The test strip lot manufacturers expiration date is 06/30/2022 and open vial date is undisclosed. Pharmacist provided meter memory results: (B)(6).